Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the digital subtracting angiography (dsa) stopped working. Philips confirmed that no service was needed, and the service request sent for philips evaluation and repair service was cancelled by the customer. Based on the information provided by customer, the motor drive was defective, which caused the reported problem. However, there was no further information about the root cause and resolution. As the service request was cancelled, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that during a procedure the digital subtracting angiography (dsa) stopped working. The patient was moved to the next room to have the procedure completed. There was no reported patient or user harm. Philips has started an investigation of this complaint.